Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handl - ((B)(6)); sigtrsb60amt 60mm med thk reinforced rel - (lot#n4c1866y); sigadaptstnd sig power sigadaptstnd linear adapter - (lot#unknown); unknown egia su unknown endo gia sulu - (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon reconstruction, on the intestinal tract, the firing stopped halfway, and the knife was ret racted. The stapling line was incomplete because the knife had retracted during the firing. The staple was in the middle of being formed and had pierced the tissue. A new manual handle and a cartridge were used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system data showed that during last clinical procedure, a partial firing occurred.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. The handle had 296 of 300 procedures remaining. The handle was noted to be running software. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the system data showed that during last clinical procedure, a partial firing occurred. The cause of the partial firing could be traced to the user pressing the open key. This caused the knife blade to retract before it reached end stop. It was reported that the device was not firing completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.